Event description:
It was reported that the device locks up when powering on during the self test. The device then alarms the service audible beeps and restarts the boot up cycle. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.